Manufacturer narrative:
This report is submitted on 14 october 2020.

Manufacturer narrative:
This report is submitted on july 14 2020.

Event description:
Per the clinic, the patient experienced intermittent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, july 14 2020.